Event description:
The dexcom g6 continuous blood glucose monitoring system simply ignores user entered finger stick blood glucose calibrations when the g6 blood glucose reading is off by more than roughly 30 or 40 percent. My sensor is frequently off by this amount and more. I am not taking any medication that would affect the reading. When I enter the calibration value using the mobile app, it appears to accept the calibration based on the updated reading in the app display. After a short delay (up to 5 minutes), the app communicates via bluetooth with the sensor, sending the calibration value to the sensor. At that point, the sensor comes back with a reading that is exactly what it was before, as if I had not done a calibration. This is very repeatable and I have reported this to dexcom several years ago, and again recently. A workaround that I figured out by trial and error is to "ween" it toward the correct reading by repeatedly entering fake calibrations that are not too far off from the current reading. This is a serious problem that the manufacturer has failed to address. At the very least, the system should request a verification of the calibration. The system seems to be designed with the attitude that their sensor cannot possibly be in error and the user's data entry must be wrong and the user's input is totally ignored with no error messages or warnings of any type. This is using dexcom's latest g6 app (software number sw11677, revision 1.10.1), g6 sensor, and transmitter (transmitter sn 8ep9sx). FDA safety report ID# (B)(4).